Event description:
Healthcare professional (hcp) reports clotting of psn dialyzers. Noted during treatments with minimal or no heparin administered. No pt injury or medical intervention reported per hcp.